Event description:
Reportedly, the nurses set the rate to 50, it took 150. No patient injury and no medical intervention were reported.

Manufacturer narrative:
Evaluation summary-no fault found. A field service engineer (fse) went to the facility and evaluated the device. The fse suggested more information was needed for the report of set the rate to 50 and it took 150 and defective machine inaccurate calibration of numbers. The fse was told no further information was available. The fse suggested more information was needed to service the machine. The log was filled with bio-medical testing information. No tx data was available. The fse checked calibration of pressure transducers and scales and pumps; and no problem was found. The unit was operational and within specifications. MFR date:2008.

Manufacturer narrative:
Device not returned for evaluation